Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and gynemesh ps was implanted. It was reported that she experienced undisclosed injuries. It was reported that patient underwent a mesh revision on (B)(6) 2013 due to mesh erosion. It was reported that the patient experienced pain. No additional information was provided.

Manufacturer narrative:
This emdr represents supplemental report # (B)(4) for previously submitted MDR number 2210968-2017-76762, subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. The information included in this report was submitted outside the required timeframe due to the extended use of exemption e2013037 beyond its revoke date, as documented under (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.